Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass procedure, that they have been getting false back flow alarms. Per the customer, the flow sensor is very sensitive. The device was not changed out, as the perfusionist continued to use the same flow sensor for the case. The surgical procedure was completed successfully, and there were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
Fsr cannot determine which part is causing the issue. See MDR #1828100-2012-01140 also.